Event description:
Reporter indicated that vns pt may have been diagnosed with vocal cord paralysis. The pt had undergone ncp system (both lead the generator) replacement surgery approximately 2 1/2 years prior and was now scheduled for ncp system explant due to generator end of service and lack of efficacy. The pt doesn't feel like the vns therapy really helped and does not want to be reimplanted. Investigation to date has been unable to determine the cause of the reported vocal cord paralysis.